Manufacturer narrative:
The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that that a cutter could not be inserted into the device. This was because the bearings were worn out and loose, creating a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through. Thus, if the cutter was able to be inserted and the device ran, there would most certainly be heat above acceptable levels. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was discovered that the attachment device had damaged components - bearings. It was further determined that the device had damaged sleeve bearings and the tool could not be inserted. It was noted on the service order that the bearing ran hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as sep 24, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.